Manufacturer narrative:
Medwatch sent to FDA on: 02/11/2011. The product associated with this report has not yet been returned. Based upon the partial implant date provided by the rptr the connector type is assumed to be a taper ii. The rptr of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further info from the rptr regarding the serial number and the actual implant date has been requested. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported events of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."

Event description:
Health professional reported alleged "band slippage," that occurred when the pt became "sick and vomited." A correction surgery was done to reposition the band.